Event description:
Customer was unable to test "before going to bed" due to her adc meter not turning on when the button was pressed or upon test strip insertion and therefore "was unconscious throughout sunday night until 2 am on monday morning" (B)(6), 2013 and experienced symptoms described as "unconscious, tense, unresponsive". It was further reported that customer's husband called the paramedics and they treated customer with "2 glucagon injections" upon arrival. Customer was transported to a local health care facility and diagnosed with hypoglycemia. Customer did not self-treat. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This report is being submitted as final. All pertinent information available to abbott diabetes care has been submitted. The meter was returned and an investigation utilizing the returned meter and retained test strips 1367238 has determined the complaint is not confirmed.